Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had battery cap damaged during troubleshooting was button error. Customer's blood glucose was unknown. Troubleshooting was done. Advised the customer the battery cap would be replaced. It was also found the insulin pump alarmed unexpected restart during troubleshooting for battery cap. Troubleshooting was done. The customer was advised to monitor the insulin pump. No further information provided.